Manufacturer narrative:
Date of event: date of event was approximated to 01/01/2023 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip would not deploy off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in a procedure performed on an unknown date. During the procedure, the clip was opened and placed onto tissue; however, the clip was found bent and would not deploy off the catheter. The physician had to pull the entire clip out from the patient and complete the procedure with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.